Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a solid red x in the ready for use indicator and a chirping noise with a pads/paddles ECG test failure message. No pt involvement.